Event description:
The customer reportedly received the following results on the accu-chek compact plus system within 10 minutes: 180 mg/dl, 134 mg/dl and 74 mg/dl. No reported actions taken or treatment received. No adverse event reported. The customer discarded the drum. The suspected product is unavailable for return, replacement was sent.